Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she received a failed selftest alarm. The customer's blood glucose was 268 mg/dl at the time of incident. The customer stated that the insulin pump did a countdown and was not communicating to the meter after the alarm occurred. The customer stated that the failed selftest alarm did not occur during rewind and prime sequence. The customer stated that a basal was not programmed before the alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test and displacement test. No alarms were noted. The pump properly connected with one touch ultra link bg meter. The pump was received with minor scratches on the lcd window.